Manufacturer narrative:
Summary: the unit was tested per sechrist test documents. When the unit was unpacked and examined the case showed signs of damage. The unit was tested as found and initially did not seem to have issues. The technician in the biomed department was contacted in an attempt to get a better explanation of the complaint. The issue that the technician is complaining about is the fio2 is not accurate and the fio2 knob is slipping on the shaft. The unit was rechecked to see if the fio2 knob is actually slipping, if a little extra force is applied to the fio2 knob the knob will slip on the shaft. The complaint is verified. Evaluation: the following observations were made during the testing of the unit. The minimum inspiratory pressure is out of calibration the reading is 2.9 cm h2o, it should be between 4-7 chh2o. The fio2 knob is slipping on the shaft. The bumper is detached from the bottom of the unit. The case is damaged. Orange anti-tamper has been placed on the adjustment needles. Loose fasteners were found inside of the unit 6-32 keps screws two (2). The unit goes into bypass when the unit is set to .90 fio2 and the pressure is set to 40 psi. O2 / 60 psi. Air. Root cause: the unit has been overhauled by a third party mercury medical, the technician may not have tightened down the collet enough to prevent slipping of the fio2 knob. The unit going into bypass is due to the alarm calibration. No records are available to know how the alarm was set or what the calibrated values were. Unit to be overhauled and returned to customer. Review of the device history records for 23065-1 millennium control mod, serial (B)(4), was manufactured on 01/13/2011. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) did not find any non-conformance that could cause or contribute to the reported issue.

Event description:
Customer reported that the 02 knob is not working properly-not accurate.